Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction.

Event description:
An attorney's office is filing a letter notice alleging that a heating pad was the cause of a burn to its client's upper right body. There was not a report of property damage(s) with this incident.